Manufacturer narrative:
The hill-rom technician found the brake caster not holding due to the stem broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating when the foot end casters when set in brake mode are not holding. The bed was located at the account in (B)(6). There was no paitent/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).